Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 329 mg/dl and a manual bolus of insulin was used to address the bg level. Tandem technical support performed a system check and found that the cartridge should be changed.